Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by our japanese affiliate that during a right transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, the 29mm commander delivery system (ds) was inserted into a 16fr esheath+. The fluoroscopy showed resistance at the flex tip of the ds when it was being advanced through the distal one-third of the sheath. After the valved passed through the sheath, the ds appeared to deviate from the sheath position into the abdominal descending aorta. It was a possibility that the ds was accommodated within the liner part of the sheath due to the large vessel diameter and there were no changes in vital signs. For that reason, it was decided to continue with the procedure, and the valve was implanted. Subsequently, a 14mm dissection cavity was observed from the sinotubular junction (stj) to the ascending aorta on the right coronary cusp side (rcc). Since it was a localized dissection without expansion there were no changes in vital signs, and it was decided to manage conservatively with blood pressure control. The ds and sheath were removed and there were no abnormal findings in the ds, but the distal half of the sheath liner was delaminated from the shaft. Angiography revealed localized dissection without expansion in the abdominal aorta. Conservative treatment was decided, and the patient left the operating room intubated. On postoperative day (pod) 3, the bentall procedure surgery was performed for the dissection in the ascending aorta. It is their medical opinion that there was calcification extending from the sinus of valsalva (sov) to the stj on the rcc side, and the ascending dissection might have been caused by this calcification. The perceived root cause of the resistance between the ds and the esheath+ was unknown. There were no difficulties pulling the ds into the sheath. There were no photos or images.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported against the esheath. Initial information received from our japanese affiliate noted there was liner delamination. However, after product review, it was found that the liner delamination was a liner tear, which is not a reportable malfunction as there was no patient injury. Under 21cfr part 803 only requires reporting of reportable device malfunctions and serious injuries related to device malfunctions. In this case, there was no indication or allegation of a reportable device malfunction or a serious injury. Therefore, this event is not MDR reportable. The dissection event noted in the description was reported under related manufacturer report number: 2015691-2025-03922.